Event description:
It was reported that the insulin pump alarmed rf pic failed self test. The customer was advised the possible causes of the alarm. Customer's blood glucose was 132 mg/dl. Customer stated that she will call back for troubleshooting due to daughter still in school. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.